Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the snare was unable to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the snare was unable to deliver energy. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code 1211 captures the reportable event of device failed to deliver energy. Investigation results: visual evaluation of the returned device revealed that the device and cautery were in good condition. Electrical resistance testing was performed and resistance measured at 11.7 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.